Manufacturer narrative:
Of the 22 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to battery compartment leak and moisture in the pump. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 18</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-71 years of age and between 60 and 190 pounds. Of the reported patients, 4 were male and 13 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 3 instances of cloudy w/ moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.